Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
Note: this report pertains to the first of two truetome 44 used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used in the ampulla during a cholangiography with ductal biopsy procedure performed on december 7, 2023. During the procedure, before the spyglass ds ii was used, the truetome 44 was used to cannulate; however, the wire anchor was dislodged. A second truetome 44 was used; however, the wire anchor also dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h11: the returned truetome 44 was analyzed, and a visual and microscopic evaluation noted that the anchor was blackened at the distal tip and dislodged from the distal pierce hole. Additionally, the working length was torn from the distal pierce hole and the cutting wire was kinked. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of wire anchor dislodged was confirmed. Upon analysis of the returned device, it was found that the anchor was blackened at the distal tip and dislodged from the distal pierce hole. Additionally, the working length was torn from the distal pierce hole and the cutting wire was kinked. The working length tear at the pierce hole could have been caused by submitting the cutting wire to tension during handle actuation or the device being energized during the handle actuation. Also, bowing the device without it being completely out of the scope can lead to a tear and/or dislodge the cutting wire anchor from its position. Once the cutting wire is dislodged, any attempt to remove the device from the scope can bend the cutting wire as was observed in the product analysis. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
Note: this report pertains to the first of two truetome 44 used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used in the ampulla during a cholangiography with ductal biopsy procedure performed on (B)(6) 2023. During the procedure, before the spyglass ds ii was used, the truetome 44 was used to cannulate; however, the wire anchor was dislodged. A second truetome 44 was used; however, the wire anchor also dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.